Manufacturer narrative:
Upon completion of analysis, this report will be updated. At this time there is no additional information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The loc was not confirmed through analysis, and this device was found to have met specifications.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The loc was not confirmed through analysis, and this device was found to have met specifications.

Event description:
Boston scientific received information that this pacemaker displayed loss of capture (loc), which resulted in greater than 2 seconds of asystole. All the lead impedance and sensing measurements were normal and within range. It was also noted this pacemaker exhibited a longevity of less than .5 years. It was suspected this device was failing to output. Boston scientific technical services (bsc ts) was contacted to discuss the rate of battery depletion. Bsc ts discussed that there may be a long charge time, which caused the gauge to read low. This can be corrected by obtaining proper charge time measurement. The decision was made to replace the associated right ventricular (rv) lead within the near future. Subsequently, this pacemaker was received at our post market quality assurance laboratory. There were no additional adverse patient effects reported.